Manufacturer narrative:
Evaluation of the returned device did not confirm the customer's reported issue of 'false readings'. Measurement functions worked properly according to standard test procedures. However, a loose contact located inside the fuse holder was found, resulting in a failure of the monitor to work intermittently. The root cause of the loose contact could not be determined. There are no indications that these events are related.

Event description:
The vigileo monitor was reported as giving false readings. No additional details were provided regarding the nature of the 'false' readings. No patient injury or complication was reported.